Event description:
Customer reported that the device displayed a user advisory message of 008 (motor controller fault detected). No adverse event was reported.

Manufacturer narrative:
The autopulse device (s/n (B)(4)) involved in the event was returned to zoll circulation on (B)(4) 2012 and was analyzed. The archived data filed indicated that customer was not following proper battery management procedures of daily systems checks and battery swap. It is evident that low voltage battery had been used repeatedly on the date the incident occurred, which may have affected the performance of the motor controller board. The device was run on a 95% patient test fixture with two fully charged batteries and no faults or errors were observed. No adverse event was reported.